Manufacturer narrative:
The light source referenced in this report was not returned to olympus for investigation. There was no additional information obtained from the facility following repeated attempts to contact the reporter. The cause of the user's experience cannot be conclusively determined at this time. If the device or additional information becomes available at a later date a supplemental report will ensue. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported a "burning smell" and a loss of light from the light source was experienced during an examination. The emergency lamp did not turn-on. The user reported that they turned the unit off and back on, and the unit powered up, however, the main lamp did not ignite. The procedure was aborted and the endoscope was removed from the patient without light. There was no patient injury reported.